Event description:
It was reported that during a laparoscopic gastric bypass procedure, the outer seal leaked air. The device was removed and another device was used to complete the case with no patient consequence.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the patient has expired after implant duration of approximately 0.03 months. In 2009 (through follow-up with the health-care provider), a response was received; however, the cause of death was not provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), the operative report was received. It was also noted that the device was not explanted; therefore, it is not available for evaluation. A device history record review is in process. Device not returned.